Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged. The physician attempted to reposition the lead but had difficulty getting placement with the chronic lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.